Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that a patient with a basilar artery aneurysm had a stent (atlas) placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter (subject device) and a guidewire, the catheter (subject device) jumped and ruptured the aneurysm. The ruptured catheter (subject device) was left in place and a second microcatheter was used as a medical intervention to try to stop the bleeding. The second microcatheter was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. Several target coils were used to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Patient-reported to have passed away on (B)(6) 2022. The relationship of patient death to the catheter (subject device) and the associated procedure is unknown. No other information was provided.

Event description:
It was reported that a patient with a basilar artery aneurysm had a stent (atlas) placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter (subject device) and a guidewire, the catheter (subject device) jumped and ruptured the aneurysm. The ruptured catheter (subject device) was left in place and a second microcatheter was used as a medical intervention to try to stop the bleeding. The second microcatheter was used to place the target in the treated area, but it could not be removed with the in-zone. When a new replacement in-zone was used, it was removed without any problem. Several target coils were used to stop the bleeding outside the mass, but the third coil got stuck in the catheter, so the surgeon used a new coil and the procedure continued. Patient-reported to have passed away on (B)(6) 2022. The relationship of patient death to the catheter (subject device) and the associated procedure is unknown. No other information was provided.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported event is covered in the device directions for use (dfu). The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The information received indicated a patient with a basilar artery aneurysm had a stent placed in the left posterior cerebral artery using a microcatheter. After placing a guiding catheter in the left vertebral artery, the surgeon attempted to access the left posterior cerebral artery with a microcatheter using a guidewire, but was unable to insert it due to the poor angle of the wire tip. When the surgeon started to access the left posterior cerebral artery again using the microcatheter and guidewire, the catheter (subject device) jumped and ruptured the aneurysm. Several coils were deployed to stop the bleeding outside the mass. Hemostasis was successful and the procedure was completed. Also additional information indicated the patient passed away because of a brain hemorrhage and from a medical opinion perspective, the alleged product malfunction did not cause or contribute to the outcome of patient death. The stent had already been deployed, so in trying to gain access to the aneurysm they most likely must have been re-crossing/coiling through the stent struts. The catheter (subject device) jumped and ruptured the aneurysm most likely due to some procedural and/or anatomical factors; however, as the device was not returned this cannot be definitely determined. The as reported ¿catheter difficulty advancing guidewire¿, ¿unexpected movement of device¿, ¿patient aneurysm rupture¿, ¿patient death¿ and ¿patient intracranial hemorrhage¿ will be assigned procedural factors as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.